Manufacturer narrative:
Based on the service logs and onsite investigation by a spacelabs field service engineer, faulty communication from the du to acb was found. Du pn 050-9003-00 was replaced and the repaired unit passed all functional tests. The repaired unit was returned to service without further issue. During the du communication issue clinical staff responded appropriately per their training; manual ventilation, medical gases and alarms remained operational. This investigation is considered complete and this particular issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that the arkon anesthesia machine went into a failed state while in use on (B)(6) 2015. The device began to function normally after reset. No injury was reported as a result of this event.

Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer medical device evaluation results code.